Manufacturer narrative:
Information contained on this report was previously submitted through psr on 22/apr/19. A review of the device history record has been completed. No deviations or non-conformances noted. The event of symmastia is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is a rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "near symmastia" due to the size of the implant. Device was explanted. This record is for the left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, creases fold, deformation, wear abrasion. Bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional reported "near symmastia" due to the size of the implant. Device was explanted. This record is for the left side.